Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: device evaluation. The lay user/patients lancing device has been returned and further evaluated by lifescan product analysis with the following findings: the lancing device failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that the casing on her one touch ultrasoft lancing device was cracked or broken. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the casing of the lancing device broke on (B)(6) 2015, about 7:30 am. The patient manages her diabetes with ¿shots other than insulin¿. On the morning of (B)(6) 2015, the patient reported that she decreased her usual medication as a result of the alleged issue. She reported that approximately 1.5 hours later, she developed symptoms of ¿dizziness and shakes¿. She reported, also on the morning of (B)(6) 2015, she administered food and/or drink as treatment for her symptoms. At the time of troubleshooting, the cca noted that the lancing device had been in use for at least 5 years, and, based on the information provided, there had been no misuse of the product. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged lancing device began.